Manufacturer narrative:
The product was not returned for evaluation, therefore the reported event could not be confirmed in this case. Device was not sent to the manufacturer for evaluation.

Event description:
It was reported after sterilization procedure that the inner weld came out of the aseptic housing and the housing could not be closed properly which has potential for housing to open and expose non sterile battery to the surgical site. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported after sterilization procedure that the inner weld came out of the aseptic housing and the housing could not be closed properly which has potential for housing to open and expose non sterile battery to the surgical site. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.